Event description:
It was reported that the ventricular lead dislodged later on the day of implant and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Full lead returned and analyzed.